Event description:
It was reported that the customer's insulin pump was stuck in a preparing to prime loop. Her blood glucose was 533 mg/dl. The customer stated she gave herself a bolus but it was not showing up in her active insulin. Troubleshooting was performed. The customer's blood glucose was at 487 mg/dl. She experienced the symptom of hyperdipsia. During troubleshooting, no anomalies were found and the high pressure test could not be completed. Customer was advised to change the entire set, reservoir, and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.